Event description:
A pt was returned to surgery for a recurrent hernia at the previously repaired. Anatomatic site. The surgeon reported finding that the sutures used to anchor the devcie had pulled through the mesh leving the mesh free floating and flimsy. The device was removed and replaced with a different mesh product. The surgeon rpeorted the pt is "doing fine."

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.